Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating a failure to shock. The hospital biomed evaluated the device on site. The device was unable to deliver a shock on a patient whose cardiac rhythm went into torsades and the patient subsequently lost output. After several attempts to charge and shock, the team used another defib and successfully reverted the patient to sinus rhythm. This reassessment is based on additional information from an email response and cfm, which indicated that the failure to shock due to device malfunction which resulted in a delay in therapy and required the use of an alternative device. Therefore, this event will be considered a serious injury because live-saving therapy/treatment has been interrupted and or delayed. No further assessment required. It was determined that the therapy cable of the unit was faulty which was replaced, and the device was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the heart start hands-free cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the heart start hands-free cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device was unable to deliver a shock on a patient whose cardiac rhythm went into torsades and the patient subsequently lost output. Device was in clinical use but no reported adverse event the device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating a failure to shock. The hospital biomed evaluated the device on site. The device was unable to deliver a shock on a patient whose cardiac rhythm went into torsades and the patient subsequently lost output. After several attempts to charge and shock, the team used another defib and successfully reverted the patient to sinus rhythm. This reassessment is based on additional information from an email response and cfm, which indicated that the failure to shock due to device malfunction which resulted in a delay in therapy and required the use of an alternative device. Therefore, this event will be considered a serious injury because live-saving therapy/treatment has been interrupted and or delayed. No further assessment required. It was determined that the therapy cable of the unit was faulty which was replaced, and the device was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the heart start hands-free cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the heart start hands-free cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.